Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 06/21/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Additionally, it was stated the inaccuracy weren't within 20/20 range. The sensor was inserted on (B)(6) 2016, on the abdomen. No additional event or patient information is available.